Event description:
During surgical procedure there was a break in the monopolar bovie cord. Break was approximately 2 inches from the end that connects the cord to the hook cautery. Cord turned hot to the touch and glowed orange. No patient or employee injury. FDA safety report ID# (B)(4).